Manufacturer narrative:
The insulin pump was received with a blank flashing white lcd with audio beeps due to cracked lcd controller. The insulin pump had minor scratched display window, scratched case, serial number label fading, pillowing keypad overlay, keypad overlay texture damage and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank white screen and beeping. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue was not resolved after putting the insulin pump to rest and inserting a new battery. The insulin pump will be returned for analysis.